Event description:
"Tip broke off during surgery. The physician was inserting the screw and on the final turn the tip broke. The tip remains in the pt in the screw with the locking cap over it. The surgery was completed with no harm to the pt." On (B)(6) 2012 received uf medwatch form (B)(4)) noted, (B)(6) female having spinal fusion performed. The tip of the screw driver broke off in the head of a screw that was implanted in the pt. Surgeon elected to leave the tip in the screw because it posed no harm to pt and more difficult to get out.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.